Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the capacitor. It was determined that this was a malfunction of the capacitor for which a part was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Rse confirmed that the therapy capacitor will need replacement. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer has ordered replacement therapy capacitor to rectify malfunction. The device remains at the customer site and no further action is required at this time. If additional information is received the complaint file will be reopened. Remote support from the customer care solution center was received.

Event description:
It was reported the device functional test failed. There was no patient involvement.

Manufacturer narrative:
Reporter phone:(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.